Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600mg/dl which was treated with manual injection. Customer had symptom like nausea. Drive support cap appears normal and customer reports insulin exited at the quick release. Customer declined to perform the high pressure test. Insulin pump will not be return for analysis.